Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the measurable dimensions of the drill bit cannot be checked anymore due to the untwisted condition and the absence of a fragment, which was not sent back for evaluation. According to the manufacturing documents, the spiral drill geometry was manufactured according to the specifications. The manufacturing papers showed no deviations regarding dimensions, material analysis, strength, or structural stability. With 440a stainless steel having been used, it can be confirmed that the correct material was utilized during manufacture. The hardness was between 52.0-54.2 hrc, which is within the specification of 52 +3/0 hrc. The fracture face is homogenous, which indicates material conformity. No product fault could be detected. The lot in question was manufactured with a lot size of (B)(4) pieces in august, 2014. Based on the provided information, the exact cause of this breakage cannot be determined. The drill bit was likely untwisted before it broke; the shaft is strongly bent above the fracture face. These damages are an indication that the drill bit was stuck and bent before it broke, either by a metallic contact, an undue insertion angle, jam-packed cutting flutes, or a combination of all these causes. Finally, a mechanical overload did lead to the breakage of the drill bit. No product related issues could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing site: (B)(4). Manufacturing date: august 29, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the instrument broke during surgery. It was reported there was no delay to surgery time and no patient harm; the patient condition is reported as good. This is report 1 of 1 for (B)(4).